Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider via a company representative stated that there was no catheter leak or blocks from the catheter. The company representative was not present during the refills. The pump was replaced due to early replacement indicator (eri), no issue with the pump.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name indura; product ID 8709sc (serial: (B)(6); product type: 0184-catheter; implant date (B)(6) 2012 ; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receive ing unknown morphine drug via an implantable pump for unknown indications for use. It was reported that a dye study done on existing catheter due to patient had recent discrepancies at the refills (mdt did not cover these refills). During the refill, there was no leaks but were unable to aspirate catheter access port (cap) as well as catheter after being cut and tied off. The catheter was abandoned and left in patient. Action/intervention: a new 8781 and a new pump was implanted. Outcome: issue was resolved. The patient weight and medical history were asked but unknown at this time. The patient status was alive and no injury.